Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that the pump detected high force readings and functioned properly by emitting occlusion alarms as reported by the patient. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient also reported that the pump emitted occlusion alarms alerting her that insulin delivery was interrupted.